Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that read "high"; a specific value was not provided. Bg level was addressed with a cartridge and infusion set change. Reportedly, the customer was using lyumjev brand insulin. Tandem technical support educated the customer on insulin labeling.